Event description:
[Oral-b/power oral care refills] head came apart [device breakage]. Case narrative: consumer via web stated that brush head on their toothbrush came apart during brushing. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return. H3 other text: pending investigation.